Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with the top case cracked down from the tubing guides. Event log history was performed and indicated that flange sensor error was recorded in history. During analysis, the reported problem was able to be duplicated. It was noted that the mount on the case for the flange sensor was broken off and was the cause of the reported problem. Service replaced top case and installed opto-coupler onto new case to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited syringe flange sensor error. No patient consequences were reported. No adverse effects were reported.